Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is claiming that the chair is very wobbly.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that left rear wheel was rubbing the left arm, and the chair drove to the left. The chair had limited use. Therefore, the complaint was confirmed. The underlying cause of the complaint issue could not be determined; however, it was noted that it could possibly be due to freight damage or when the end user got out of the chair, they may have put their whole weight against the left arm to help them get out.

Event description:
Dealer is claiming that the chair is very wobbly.